Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a server issue. A technical support specialist confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the pyxis medstation es system, the patient profiles were not visible. The customer reported that there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.